Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on tip electrode, blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage.

Event description:
It was reported that within 10 weeks post implant that the left ventricular (lv) lead dislodged. It was indicated the lv lead was capturing the atrium. The patient felt bad for a week with shortness of breath and fatigue. The lv lead was explanted and replaced with a different model lv lead. No further patient complications have been reported as a result of this event.